Event description:
The facility reported that the resident was being raised out of the batch when the lift started to travel back towards the charging station on its own. The staff pulled the emergency stop cord and the unit stopped. No injuries were reported. (B) (4).